Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the complaint is not confirmed. The probable cause of the complaint is cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic laparoscopic hysterectomy, the powerseal had an abnormal amount of sticking despite cleaning off the jaws multiple times with wet gauze. The sticking caused a slight fallopian tube tear after a burn. The procedure was completed after a short delay while switching to a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopic hysterectomy, the powerseal had an abnormal amount of sticking despite cleaning off the jaws multiple times with wet gauze. The sticking caused a slight fallopian tube tear after a burn. The procedure was completed after a short delay while switching to a similar device. There were no reports of patient harm.